Event description:
An explanted generator was returned for product analysis. End of battery life was confirmed as result of battery depletion. The caged module was found to exhibit out-of-limit (high) pulsing currents. Two components were found to have contributed to the out-of-limit current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module's "supply current pulsing" was reduced by 30.039ua, from 143.356 to 113.317ua; spec is 80.000 - 120.000ua. During testing, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approx 9.587ua, from 39.729ua prior to replacement, to 30.142ua after replacement (spec 23.000 - 38.000ma) both r35 and q10 may have contributing factors to the end of battery condition. Results of the battery longevity prediction confirmed that the end of life condition was an expected event. Because the generator was received in a depleted battery state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.